Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the injection was stopped because the cryomapping temperature exceeded the preset value by more than fifteen degrees and occurred multiple times during the mapping mode. The ablation mode by unplugging and replugging the coaxial cable and changing the temperature settings to -30°c, -40°c, and -30°c. 50030 occurred immediately after freezing with the ablation mode, and unplugging and replugging the coaxial cable did not resolve the problem, making it difficult to continue the case. The catheter and the coaxial cable were replaced, and no error occurred and treatment became possible. After, the area 10mm near his froze and freezing stopped 10 secs after atrioventricular block occurred and the heart blocks occurred in a 2:1 ratio. After the procedure was completed, following a one-hour waiting period from the onsetof the block, 1:1 conduction was safely restored, and discharge was planned three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product type: coaxial umbilical cable product ID: 203cx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.